Event description:
Customer has been using product for over 5 yrs without breakage. Tube broke in the centrifuge only from this lot number. One processor cut himself when handling tube. A review of the database indicates no other issues with regards to this lot number. No medical intervention required.